Event description:
It was reported from the field that the rv lead dislodged, resulting in high pacing threshold.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.